Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the needle, safety mechanism, or guidewire was stuck was inconclusive due to the sample condition. The physical sample was not available for investigation; however, one photograph was provided by the complainant. The photo showed an accucath catheter lying on what appeared to be a stainless-steel surface. What was consistent with blood residue was observed within the catheter shaft. The distal end of the housing that holds the needle and guidewire was captured in the photo. The guidewire extended from the housing and the distal end of the guidewire was located within the pink hub of the accucath device. It could not be discerned if the guidewire was stuck within the pink hub. It was reported that ¿when it was time to retract the needle, it got stuck¿; however, it could not be discerned from the photo if any part of the needle tip was protruding from the housing. The needle may not fully retract if the guidewire or needle is bent. The proximal ends of the housing, guidewire, and needle were not observed in the photo. Since the reported event could not be verified from the photo, the complaint was inconclusive. A review of the manufacturing records showed no evidence that the reported complaint was caused by the manufacturing process. A lot history review (lhr) of redq1702 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that accucath was placed successfully and everything went smooth, but when it was time to retract the needle, it got stuck.